Event description:
A report was received that the patient had developed an infection at the incision site. Symptoms include yellow colored drainage. The patient was prescribed with antibiotics. Due to the nature of the study, no further follow-up will be done by data management.

Manufacturer narrative:
(B)(4).